Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Power supply board- power failure. Power reg pcb- 120 4500. (B)(4). Case description: biomed has a 8015 unit giving him a 120.4500 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed tried another battery pack and still had the same error. Recommended to replace the power supply processor board or send in for repair due to the cost of the board. Biomed will get a po and call back for a RMA.